Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went on site to evaluate the device. The reported issue was resolved by performing a touch screen calibration. The user verification tests and operational verification procedures were performed and the device passed all testing to manufacturer specifications

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touch screen is freezing up and not responding. The customer stated there was no patient associated with this event.